Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned in the pret1 setting with the needle overmold assembly or the depth guide. Devices 1 and 2 were returned with no suture thread or implants returned. Device 3 was returned with the suture string still in the channel and both implants off the insertion device. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, the t2 of three (3) fast-fix 360 failed to deploy. The t2 was not getting far enough to stay put behind the capsule. The failure cause a larger hole in meniscus. The t1 of the three (3) fast-fix 360 was removed with a grasper. The procedure was completed with a delay less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).